Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2015. The patient¿s wife reported that the patient woke up at his normal time of approximately 4:00 am. While on the power module, a system controller alarm "with red lights" occurred. The patient¿s wife exchanged to the back-up system controller; however, it was reported that she had not connected power to the back-up system controller prior to the exchange. The patient¿s wife reported that during the time while she was exchanging the controllers the patient passed out. She then connected the back-up controller to battery power. The vad coordinator reported that the last known ¿positive neurological status¿ was at that time. Additional information provided indicated that emergency medical services (ems) was contacted at approximately 6:50 am, they arrived at 6:58 am, and the patient was transported to a local hospital, arriving at the emergency department (ed) at 7:17 am. The admitting hospital ed physician called the implanting center and was connected with a vad coordinator at approximately 7:35 am. It was reported that upon arrival, the patient had been intubated by ems, had two intra-osseous lines, and was receiving acls drugs and CPR. It was reported that lvad sounds could not be heard, and the controller was saying ¿charged¿. Per verbal assessment, the driveline was fully engaged and the door was closed and locked; however there was no green pump running symbol visible. Backup equipment, including a system controller, had not been brought to the ed. The vad coordinator instructed the ed personnel to have the patient¿s wife remove and reconnect the driveline to the system controller. Upon reconnection of the driveline the pump restarted with an audible hum and the green pump running symbol displayed. The reported pump parameters were: 9800 rpm, estimated flow of 4.4 lpm, pump power 5.9 watts and pulsatility index of 1.1. The patient¿s blood pressure by doppler was in the 20''s mmhg while being administered epinephrine boluses and while on a dobutamine infusion. The patient was placed on a ventilator and was started on epinephrine, neosynephrine and milrinone infusions. The patient had reportedly been ¿down¿ since 6:50 am. With the blood pressure at 20's mmhg via doppler and the patient¿s respiratory end tidal volume at zero, the admitting hospital treating physician opted to discuss termination of care with the patient¿s wife and daughters. At this time the system controller was alarming with a driveline fault. The system controller was silenced and the patient was pronounced at 7:59 am. An autopsy is to be performed. It was also reported that the patient had a ¿known compromised driveline closer to the controller¿ end bend relief that was covered with rescue tape. The vad coordinator questioned a ¿possible driveline malfunction with a pump unable to restart following change out without enough power. [It was] very unclear on the controller acting like the patient was not even hooked up to it while the report from the emergency personal was that the driveline was fully engaged and the door was fully closed.¿

Manufacturer narrative:
Manufacturer note - the information provided indicated that the patient had a history of a ¿known compromised driveline closer to the controller end¿. A review of the complaint handling database noted that in (B)(6) 2014, during a clinic visit, the outer silicone jacket was noted to be separated at the tapered end of the driveline¿s distal end bend relief, underneath a heavy layer of tape. The tape was removed, the silicone jacket was pulled together, and the site was re-taped. There was no reported damage to the actual driveline under the silicone jacket, no reported alarms or pump issues, and no adverse effects to the patient. No subsequent reports of any incidents regarding this patient were received after that visit until this current event. Approximate age of device - 10 months from the date of manufacture. The device was returned for investigation. The evaluation is not yet complete. This medwatch report represents the primary system controller. The backup system controller was reported under medwatch MFR# 2916596-2015-00670. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.